Event description:
On 02/28/2023, the bellafill dermal filler provider reported that a patient with nodules after off-label bellafill injection in the neck requires surgery to resolve. Surgery occurred in (B)(6) 2023. At last contact on 03/30/2023 the patient is doing well.

Manufacturer narrative:
On 02/28/2023, the bellafill dermal filler provider reported that a patient with nodules after off-label bellafill injection in the neck requires surgery to resolve. Surgery occurred in (B)(6) 2023. At last contact on (B)(6) 2023 the patient is doing well. Date of event = (B)(6) 2021. This is the approximate date the patient first noticed the nodules. Patient indicates she developed the nodules in her neck about 8 months after her necklift surgery of (B)(6) 2021. Bellafill was injected off-label by the surgeon during the necklift. Explant date=(B)(6) 2023. This is the approximate date. The reporting account indicated that the surgery was done in (B)(6) 2023. Device available for evaluation: bellafill syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." 'Type of investigation': no issues were noted with review of the manufacturing records for the lot used in the patient's procedure. Retained samples were not available as the product was expired at the time of the initial report. Expiration date: 09/10/2021. 'Medical device problem code' and 'investigation conclusions': bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.